Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a recurring motor error alarm during bolus. The caller did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 400 mg/dl. The customer was unable to review the alarm history for multiple motor error alarms. The insulin pump was not replaced or returned for analysis.